Event description:
It was reported that the pump was miscalculating bolus deliveries. Pump data review by tandem technical support confirmed that the pump was functioning as intended, however, customer maintained the pump was not functioning properly. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.